Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a cystolitholapaxy and laser vaporization of the prostate procedures, while removing bladder stones with a combination of stone breakage and stone removal with the grasping forceps, the tip of the forceps broke off into the pt's bladder. The surgeon was able to remove the broken tip. An x-ray of the kidneys, ureters and bladder was taken with no remaining metal seen. The procedures were completed with no complications to the pt.